Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available. Reason for reoperation: seroma-late.

Event description:
Patient representative reports right side pain, fluid collection, and "panic". The device has been explanted.